Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) clinical study. It was reported that moderate aortic regurgitation occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. A lotus introducer sheath(lis) was placed and then the native aortic valve was treated with deployment of a 25 mm lotus valve into the proper anatomical location the subject was discharged on aspirin and clopidogrel two days later. Post procedure event summary; in (B)(6) 2017, 361 days post index procedure, the subject presented to the protocol scheduled 1- year follow up visit. On the same day, transthoracic echocardiogram(tte) assessment revealed aortic valve area of 1.5 cm^2, mean aortic pressure gradient of 9 mm hg, left ventricular ejection fraction of 25 % and moderate aortic regurgitation was noted. In (B)(6) 2020, the patient died. The cause of death is unknown. An autopsy was not performed. In the physician's opinion, the patient's death was not related to the lotus valve.